Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had been exhibiting increased shock impedance measurements which had exceeded 125 ohms. Additionally, pacing impedance measurements on the right ventricular (rv) channel had been increasing. A review of the device data did not identify any noise and noted that no shocks have been delivered since implant of this system. A boston scientific technical services consultant documented the reported clinical observations and discussed troubleshooting with the caller. The patient has been very sick and the physician will continue to monitor the system. No adverse patient effects were reported.